Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness, shortness of breath and headache presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited loss of capture; a lead fracture was suspected. The lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the patient had also experienced a slight tightness of chest and irregular heartbeats. The right ventricular lead also exhibited high impedances.